Event description:
It was reported that the system had a shock impedance of 140 ohms. The doctor explanted both the pulse generator and the electrode. A new system was successfully implanted. There were no additional adverse patient effects.

Manufacturer narrative:
The electrode was returned severed approximately 100mm from the terminal end. The lab concluded this was induced damage during explant as the coil and the insulation were cut with a tool. The returned portions of the electrode were thoroughly inspected and analyzed. There were setscrew marks in the correct location on the terminal pin. An x-ray was done, and an electrical continuity test were done. The conductors were intact. There was calcification on 3/4 of the shocking coil. Laboratory analysis concluded that calcium deposits have been shown to increase the electrical resistance of a lead and are a known risk for implanted cardiac leads.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the system had a shock impedance of 140 ohms. The doctor explanted both the pulse generator and the electrode. A new system was successfully implanted. There were no additional adverse patient effects.